Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a cooling fan speed error alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The authorized service provider (asp) evaluated the device on (B)(6) 2025 and confirmed the occurrence of the cooling fan speed error alarm. The asp replaced the cooling fan to resolve the alarm. Following the replacement of the cooling fan, the asp completed a comprehensive inspection, cleaning, running test, and function test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.